Event description:
It was reported that the patient was admitted on (B)(6) 2025 after having multiple asymptomatic low flow alarms on (B)(6) 2025 , with the alarms briefly stopping after the patent took their medication but resuming afterwards and becoming near constant. The patient denied having dark urine and was normotensive and euvolemic. It was noted that the serial number had rubbed off of the patient's system controller. The patient's lactate dehydrogenase (ldh) level was 1063, the customer was awaiting urinalysis results. A computed tomography angiography (cta) scan was done that showed an interval increase in the amount of mural wall thrombus within the left ventricular assist device (lvad) outflow graft (ofg), with the contrast column within the ofg being c-shaped. Log files were submitted for review and captured the reported constant low flow events. No other unusual events were found. On (B)(6) 2025 the patient transferred hospitals, with stable ldh and multiple low flow alarms, but was asymptomatic while ambulating and was infusing with heparin. The patient received a heart transplant on (B)(6) 2025 .

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed as no images were provided, and the device was not returned for evaluation. Review of the submitted log files confirmed the reported low flow events; however, a specific cause for these findings could not be conclusively determined. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The submitted log file contained events from 19mar2025 ¿ 20mar2025. The majority of the log file consisted of low flow hazard events. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. It was reported that the patient was admitted on 21mar2025 after having multiple asymptomatic low flow alarms on 19mar2025. It was noted that the alarms had briefly stopped after the patient took their medication but resumed afterwards and became almost constant. The patient denied having dark urine and was normotensive and euvolemic. The patient's lactate dehydrogenase (ldh) levels were elevated, and the customer was awaiting urinalysis results. A computed tomography angiography (cta) scan was performed showing an interval increase in the amount of mural wall thrombus within the left ventricular assist device (lvad) outflow graft (ofg), with the contrast column within the ofg being c-shaped. On 22mar2025, the patient transferred hospitals and was noted to have stable ldh and multiple low flow alarms. The patient was asymptomatic while ambulating and was being infused with anticoagulant medication. The patient was ultimately transplanted on 30mar2025. The pump was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events which may be associated with the use of heartmate ii lvas, including device thrombosis and hemolysis. This section also addresses pump parameters, including pump power and flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation therapy is also provided in this section. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system, serial number (B)(6) , confirmed thrombus within the outlet stator of the pump; however, the report of outflow graft thrombus could not be confirmed. A specific cause for the thrombus finding could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 4.5¿ from the pump housing. Approximately 11.0¿ of the distal portion of the driveline was returned. The remainder of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port, with the sealed outflow graft severed approximately 2.0¿ from the graft hardware. The bend relief collar was returned properly attached to the sealed outflow conduit. Approximately 2.0¿ of the sealed outflow graft was returned. The graft was tied shut at its distal end with suture. The lumen of the graft and graft attachment revealed no evidence of adhered or developed depositions or thrombus formations. Upon disassembly of (B)(6) , visual inspection of the blood-contacting surfaces within the pump revealed thrombus situated between the stator blades of the distal and proximal sides of the outlet stator. The lack of laminated layering suggests that the thrombus did not form in the outlet stator; however, its origin could not be determined. The observed thrombus and concentric contact marks on the rotor suggest that the thrombus was present during patient support; however, an exact length of time it was present in the pump could not be conclusively determined. The observed thrombus could have contributed to the patient's reported elevated lactate dehydrogenase as well as the low flow events observed in the submitted log file. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications, and the device functioned as intended. Incidental finidng: examination of the returned distal portion of the driveline revealed a breach in the insulation of the orange wire. The relevant sections of the device history records for (B)(6) and the driveline, serial number 22407, were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU, and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including device thrombosis and hemolysis, that may be associated with the use of the heartmate ii lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management,¿, lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all hm ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.